Manufacturer narrative:
No parts were returned to the manufacturer for evaluation. Not received for evaluation.

Event description:
The original description; the surgeon placed the screws once past the point of closure. He wanted to tighten more and it has switched the plate leaving this loose. Reviewing he take out the plate and realized that the part where the screw rests was broken. Was replaced with the same screws used. Clarification; I spoke to representative on the phone and via email and she clarified; a screw went through the plate, the plate was broken in one place at the edge, the screw was not broken. The same screws were used and a replacement plate to finish the procedure with no injuries to the patient.

Manufacturer narrative:
This is a follow-up MDR to 3005031160-2016-00091 submitted 12/02/2016. This follow-up report is intended to replace MDR 3005031160-2016-00102 submitted on 12/21/2016 which was incorrectly submitted as a follow-up report to 3005031160-2016-00091.

Event description:
Update due to visual evaluation of the removed and returned plate; the plate was not broken as described by the compainant, the plate was damaged at the place where the screw makes contact with the plate. The damage was seen on the inner rim of the four corner screw holes.